Manufacturer narrative:
Patient weight not available for reporting. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4), manufacturing date: 16-feb-2016, expiration date: 31-jan-2025, part no: 04.034.455s, lot #h035773 (sterile) ¿ 10 mm ti cann tibial nail-ex w/prox bend 375 mm-sterile. Quantity 6. Raw material part 21012 lot no: 9821589. Raw material was received from (B)(4). Certificate of report for titanium was received from (B)(4) meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process acceptance and final inspection: meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a tibial fracture and was implanted with an ex tibia nail on (B)(6) 2017. On an unknown date, the patient returned to the surgeon complaining of pain, and revision surgery was scheduled for hardware removal for suspected infection. The patient returned to the operating room on (B)(6) 2017 and underwent removal of an ex tibia nail due to infection. The nail was successfully removed without incident. The fracture appeared to be fully healed; no additional instrumentation was implanted. After removal of the nail, the canal was reamed and irrigated extensively with an antibiotic solution. The procedure was completed successfully; there was no reported product problem, there was no reported surgical delay, and the patient¿s outcome was good. There are seven devices involved in this complaint. This report is for one (1) 10 mm cannulated tibial nail-ex. This is report 1 of 3 for (B)(4).